Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued on the patient¿s remote monitoring system for low, out-of-range pacing impedance measurements on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). Pacing impedance measurements were reported to be historically low but boston scientific technical services (ts) reviewed device data and noted that the decrease in impedance measurements began months prior, when the patient received a left-ventricular assist device. Ts reported that shock lead impedance measurements were normal. No noise was noted on the lead. Ts recommended a chest x-ray and consideration of pocket manipulation and isometrics to determine if noise is reproducible. The field representative stated that they would discuss recommendations with the physician.